Event description:
It is reported that the patient faced with the infusion set fell off on (B)(6) 2026 as tape was not sticking. The issue occurred with two infusion sets. It was stated that the product was not adhered as got caught on something.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.